Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported impact to the customer's blood glucose level. Tandem technical support attempted to contact the customer multiple times to obtain more information; however, no response was received.

Event description:
Customer reported that the pump turned on after charging for an hour and was able to resume use.